Event description:
Epidural analgesia ( rapivacain hcl) was being administered to pt via curlin, painsmart infusion pump. Drug continued to flow after pump was shut off. Resulting in higher dose administered. Upon testing, pump showed impact damage that would have been undetectable to the user. The tubing latch had been knocked slightly out of alignment, allowing moderate free flow. After monitoring post-event, no harm to pt.